Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, line a and b of the device were programmed in concurrent mode to deliver unspecified medications. No specific programming parameters were provided. After an unspecified length of time, it was noted that line b delivery was completed; however, 177 ml was remaining to be delivered on line a instead of being completed as expected. At that time, it was reported line a was reprogrammed to deliver the remaining volume and the delivery was complete. No specific programming parameters were provided. It was reported there was a delay in therapy; however it was not specified if there was any adverse patient effect or if medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.